Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the supplies in use had been in use for more than 3 days. Customer experienced a blood glucose (bg) level of 592mg/dl and small levels of ketones. Bg level was addressed by delivering a correction bolus via the pump. The customer resolved each occlusion by changing their non-tandem infusion set cannula and resuming insulin deliveries.